Event description:
A customer reported to baxter (B)(4) of a continuflo set in which the set is blocked. The incident happened before use, therefore, there was no patient involved or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received at the plant for evaluation. The unit was tested under water for blockage using 0.56 bar of air pressure, this evaluation did not confirm any functionality issue since no blockage was observed. The assignable cause of this reported condition is unknown. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.